Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead was attempted to extend but was unsuccessful. A new ra lead was used to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicating that there was also difficulty to insert the stylet in the right atrial (ra) lead during the event. It was alleged that the cause of the event was due to the ra lead. There were no known patient consequences.

Manufacturer narrative:
The reported events of inability of the helix to extend and inability of the stylet to advance down the lead were confirmed. As received, a complete lead without a stylet was returned in one piece. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event of stylet insertion was isolated to the inner coil clogged with blood/tissue. Visual inspection found the helix partially extended and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue.